Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) unit was not turning on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) could not duplicate the reported issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.